Manufacturer narrative:
This is a follow up report that has additional information that was not included in the initial report. Added in this report: describe event or problem. UDI#. Reporting contact us phone number . Was the device evaluated by the manufacturer?

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Implant loss. On (B)(6) 2023, ao immediate implant placement.